Manufacturer narrative:
UDI- (B)(4)

Event description:
It was reported that left ventricular lead exhibited loss of capture. Dislodgement of the lead was noted. The patient was asymptomatic. The lead was repositioned successfully. The patient was in a stable condition before, during and after the procedure.